Manufacturer narrative:
A software investigation was performed by abbott and the reported complaint of device losing bluetooth (ble) telemetry post device insertion in the pocket was confirmed. This event is expected because of ble signal attenuation causing the signal quality to move to the poor/extremely poor range post insertion. The programmer software is working as designed.

Event description:
It was reported the device experienced a loss of bluetooth (ble) telemetry during the implant procedure. The device was reinterrogated using ble and implanted successfully. The patient was stable.